Event description:
The pt vomited. Then, an alarm sounded on the pump and the arterial pressure dampened. The tubing by the y-fitting was twisted. The iab was removed. No second was inserted. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. Event complications: the pt vomited - reported 11/26/96. Pt's current status: unk - rpt'd 11/26/96.